Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 5mm and approx 27mm proximal of weld site. The proximal section of j stiffener wire measures approx 60mm and was rec'd with approx 4mm of the distal end protruding out of the outer polyurethane insulation approx 37mm proximal of weld site. Approx 5mm of the proximal end of the j stiffener wire which fractured approx 5mm and approx 27mm of the weld site was also rec'd protruding out of the outer polyurethane insulation approx 27mm proximal of the weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s) no complications.